Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had balloon filling malfunction. The fault did not cause damage/inconvenience to operators/patients.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device code).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and stated that the abnormal condition described by the customer could not be reproduced. Functional checks were performed, a crm module leak was eliminated, and all required calibrations and adjustments were completed. Subsequent functional testing was performed with satisfactory results.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 (medical device problem code). Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions), h11. A getinge field service engineer (fse) stated that the abnormality described by the customer has not occurred. Functional checks, crm module leak eliminated, calibrations and adjustments. Functional tests performed with positive results.